Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with gentamicin sulphate (intraperitoneal, dose and frequency were not reported) and heparin sodium (intraperitoneal, dose and frequency were not reported) for the peritonitis event. At the time of this report, the patient has not recovered. Pd therapy was ongoing. No additional information is available as the reporter declined to provide additional information.